Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorded bravo study had missing tracings. There was no injury to the patient. A repeat procedure will be necessary due to the alleged malfunction. No known adverse events were reported.